Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed a delamination total of the valve (adhesive failure). No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.